Event description:
It was reported that there had been a leak at the extension set filter. It was discovered that when they began attaching a closed-system transfer device to the end of the tubing where it connected to the patient¿s port-a-cath for infusion. There was unknown patient involvement.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.